Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate tortuosity, heavy calcification and 90% stenosis. Pre-dilatation was performed, but as the lesion was substantially calcified, the vessel was not properly dilated. The 3.5 x 15 mm nc trek balloon was then used to dilate the lesion. However, the balloon ruptured at 12 atmospheres (atm) during the first inflation. The lesion was further dilated with a non-abbott balloon and a non-abbott stent was implanted. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.